Event description:
It was reported that the patient was discharged from the hospital on (B)(6) 2012 with end stage heart disease, worsening ejection fraction and an overall poor prognosis. The patient later expired. There is no allegation from a health care professional that the death was related to the device. It was reported that the cause of death was unkown. No further information is available at this time.

Manufacturer narrative:
No medwatch form was received.